Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after a 7f 12mm x 40mm smart self-expanding stent (ses) delivery system was released, it was found that the delivery system could not be withdrawn and got stuck in the stent during use, but it was later removed. There was no reported patient injury. A non-cordis adjustable curved sheath was used. The device was being used for thoracic aortic dissection and stenting of an open window in thoracic aortic coarctation. There was no vessel calcification or tortuosity; there was fifty-per cent (50%) stenosis. The device was stored, handled, and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer sheath when removed from the tray. The diameter of the unconstrained stent was sized 1-2 mm larger than the target area. There was no resistance/friction during insertion of the device. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion or unusual force used at any time during the procedure. The area was pre-dilated prior to stent implantation using a cordis 8x40 balloon. The device was returned for evaluation.

Manufacturer narrative:
As reported, after a 7f 12mm x 40mm smart self-expanding stent (ses) delivery system was released, it was found that the delivery system could not be withdrawn and got stuck in the stent during use, but it was later removed. There was no reported patient injury. A non-cordis adjustable curved sheath was used. The device was being used for thoracic aortic dissection and stenting of an open window in thoracic aortic coarctation. There was no vessel calcification or tortuosity; there was fifty-per cent (50%) stenosis. The device was stored, handled, and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer sheath when removed from the tray. The diameter of the unconstrained stent was sized 1-2 mm larger than the target area. There was no resistance/friction during insertion of the device. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion or unusual force used at any time during the procedure. The area was pre-dilated prior to stent implantation using a cordis 8x40 balloon. The device was returned for analysis. A non-sterile ¿smart 7fr (120cm) stent 12x40mm¿ was received for analysis inside of a plastic bag. The device was unpacked to perform the product evaluation. The unit was thoroughly inspected observing that the stent is not mounted, and it appears to have been fully deployed. The lock tab is in the post-deployed position. Additionally, 2 kinks were observed at 20cm and 28cm from the proximal end of the outer sheath. A dimensional analysis was performed, where the od of the outer member were measured, and the results were found within specification. Functional analysis was performed to determine if resistance/friction while the guide wire is being tested for the insertion/withdrawal process. A syringe filled with water was attached to the hub and positive pressure was applied until the water flowed out of the wire lumen from the distal tip. Neither resistance nor loose material was observed during the flushing procedure. Insertion/withdrawal test was performed: a lab sample guide wire of the proper size was inserted and advanced all the way through the inner shaft of the smart control. Then the guidewire was withdrawn completely from the inner shaft. Neither resistance nor friction was felt during the insertion/withdrawal test. The reported "stent delivery system (sds) withdrawal difficulty snagged/caught on stent" could not be confirmed due to the nature of the complaint as this cannot be replicated in a lab setting. Difficulty crossing through an anatomical structure and/or stent is a known procedural occurrence. Crossing difficulty is most commonly related to patient anatomy, operator technique and appropriate device selection. The sds was received fully deployed and the stent itself was unavailable for evaluation. In addition, no anomalies were observed during insertion/withdrawal testing and the device passed dimensional analysis for the outer diameter of the sds outer member which was found within specification. Based on the information available for review, it is likely procedural and handling factors contributed to the event reported. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿when catheters are in the body, they should be manipulated using high quality radiographic equipment. Prior to stent deployment, remove all slack from catheter delivery system (see ¿stent deployment/ procedure¿). Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.